Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, and the caller successfully performed the reset, with no reoccurrence of the malfunction code. The customer was advised to continue using the pump and to call back if any issues recur.